Event description:
A peritoneal dialysis (pd) patient reported that sometime within the past ten years the patient experienced peritonitis that was caused by an outer catheter (non-fresnius product) infection that tunneled in and caused peritonitis. File #: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).